Event description:
It was reported that about 1 week ago, the patient was experiencing a feeling of being overly sedated. The patient was falling asleep for no apparent reason. Now the patient is no longer experiencing the feeling of overly sedated but states, yesterday she started to notice a metalic taste in her mouth; the whole metallic taste and whatever it is burning her nose. The patient was not eating because, she was unable to stand the taste of food. Per the reporter, it seems like the patient is now going through withdrawal, she was having chills, now hurting all over, in a lot of pain and having muscle spasms in her legs as well. Per the family, the pain hcp believed there was a malfunction with the pump though the patient saw the hcp the morning of the day of the report and had the pump checked and it was noted as infusing correctly. The patient has not heard any alarming coming from the pump. The patient was not going back to hcp until (B)(6) 2013 but was concerned there was a problem with the pump. The patient will be having the pump replaced shortly due to the pump coming close to it's eos. The patient did not have an appointment scheduled for this yet. The pump delivered morphine

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-11. It was reported that the patient's first pump had serious malfunction issues at the six and half year point of service. A replacement was done in (B)(6) of 2013. No further complications were reported.